Event description:
A pt reported a possible inaccurate high results with a fasttake meter. Pt has had iddm for 20 years and is on an insulin pump. Pt has been pregnant for 15 weeks at the time of this report. In 2001, at 4:00 am, pt had a blood glucose reading of 485 mg/dl on the ft meter. Pt reported "white streaks" on test strip during testing. Pt rec'd an insulin dose based on ft meter result. After 25 minutes, pt experienced shakiness and sweating. Pt tested blood glucose again and obtained a reading of 35 mg/dl on ft meter. Pt drank some juice and glycogen pills, then fell on the floor. Paramedics were called and found blood glucose at 60 mg/dl on unknown meter. Paramedics disconnected pt's insulin pump, which upset the pt. Pt then passed out. Pt was transferred to hospital were the pt was kept at the ER for 2 hours. At the ER, pt regained consciousness, ate breakfast and had insulin pump reconnected. After leaving the hospital, pt blood glucose was 247 mg/dl on ft meter. Time on meter has been reportedly not properly set. All quality control testing done with the assistance of lifescan service personnel have shown normal range ft meter readings. Meter has been replaced. Based on available info there is no indication that ft meter did malfunction or that the adverse event was related to a meter malfunction.